Event description:
It was reported that during the implant procedure, the device was pre-programmed to bipolar pacing configuration; however, when the device was connected to the right ventricular (rv) and atrial (bipolar) leads, there was no capture. The device was interrogated and it was noted that the device had reprogrammed to unipolar pacing configuration. The device was then reprogrammed back to bipolar pacing configuration and reconnected to the rv and atrial leads; again the device was not capturing due to a switch to unipolar pacing configuration. The device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; no anomalies were found. Concomitant product: 5092, implantable pacing lead, (B)(6) 2004. (B)(4).